Event description:
Oversensing due to noise was confirmed. Physician suspected lead fracture and replaced the lead. The lead was discarded.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.